Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that wound drain was supposed to be 1/8 inch but came as 3/16 inch. The packaging stated it should be 1/8 inch. Customer had 2 came in this way with the same lot number.

Event description:
It was reported that wound drain was supposed to be 18/ inch but came as 3/16 inch. The packaging stated it should be 1/8 inch. Customer had 2 came in this way with the same lot number.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 3 unopened silicone round drain. On product packaging size is indicated as 1/8 per 10fr. For all samples, upon removing sample from outer packaging inner product packaging contained label indicated round drain 3/16. Using fr size gauge all samples received measured to be 16 fr size. The reported event is confirmed and does not meet specifications which states verify that unit label is correct . Based on the results of the investigation no additional actions are required at this time. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.